Event description:
It was reported that while the customer was already admitted into the hospital for non-diabetes related treatment, the customer experienced a low blood glucose (bg) level. Customer could not recall bg value. Reportedly the customer lost consciousness and bg was addressed with unspecified fluids administered intravenously by nurses at the hospital. Cause was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.